Event description:
It was reported to boston scientific corporation that a captivator endoscopic mucosal resection device was used during an endoscopic mucosal resection (emr) procedure performed in the stomach on (B)(6) 2020. According to the complainant, during unpacking, the suture was found cut and broken. The procedure was completed with another captivator endoscopic mucosal resection device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of suture broken. Block h10: investigation results: the returned captivator endoscopic mucosal resection device was analyzed, and a visual evaluation noted that the handle assembly was unused and no issues were identified. It was also noted that the trip wire was inside the protecting hoop. There were seven bands remained attached to the ligator head. The suture was not broken, but there was evidence that the suture was pulled and the first knot was detached from the housing. Additionally, the ligator teeth where the knot/suture was placed had evidence of damages. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator endoscopic mucosal resection device was used during an endoscopic mucosal resection (emr) procedure performed in the stomach on (B)(6) 2020. According to the complainant, during unpacking, the suture was found cut and broken. The procedure was completed with another captivator endoscopic mucosal resection device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.